Manufacturer narrative:
Surgeon was able to see the presence of fibers. The complaint stated, "the lint occurs because the rycroft is not protected", however, this is a questionable conclusion since other surgeons also use an identical additional cannula, on the other hand with a different pack therefore different field and no incident has occurred. Moreover we now add satellite fields and throw away those contained in the concerned pack (591056) and the problem seems to be solved.

Event description:
The doctor using pack no. 591056 reported two (2) infections following cataract surgery.